Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. It was found that the fpga was upgraded as an action taken for abnormal images on november 15, 2011. After the action was taken, it was verified that no anomalies were noted in the manufacturing of the device. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause as follows: based on the results of the device evaluation, it was confirmed that the video connector could not be connected correctly due to the failure of the video connector socket. Therefore, it is likely that communication with the endoscope was unstable because an excessive force was applied to the video connector socket due to handling that is not described in the instruction manual, resulting in occurrence of this event. In addition, the influence of the endoscope is also considered as the cause.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problems were confirmed. The evaluation found a loose scope socket connector tab and bent pins inside the connector. In addition, no image was produced when tested with an olympus camera head, ch-s190-xz; intermittent image produced when tested with olympus, camera head otv-s7.; flickering image with olympus scope type ltf-s190 and scope communication error e216. A scope communication error, b30, was generated when performing a "fog free" and using olympus camera head ch-s190-xz. It was noted that considerable dust was found inside the unit.

Event description:
A user facility reported to olympus that the device generated error code b30 (communication error) and the connector where the blade connects to the scope didn't click when attached and did not stay attached. There was no patient injury or harm associated with the problem reported to olympus.